Event description:
IV inserted, initial blood return noted, advanced catheter and removed needle. Attached pigtail to device to draw blood, intermittent bubbles/air noted. Catheter removed, upon removal resistance noted and testing of skin as it was removed. Rn noted that catheter appeared torn and shorter than usual. Compared it to a brand new catheter and confirmed it was indeed shorter. X-ray confirmed retained foreign body. Pt notified and offered treatment, but pt refused. Pt did return to ed following week for another issue, x-ray repeated which still showed rfb, pt again offered treatment which he refused. We have had multiple complaints from staff and pts regarding this catheter over the past 6 months. Reason for use: IV fluids medications and lab work.